Manufacturer narrative:
Batch review performed on 02 sept 2025. Lot 2007914: (B)(4) items manufactured and released on 18-nov-2020. Expiration date: 2025-nov-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affair department a revision surgery was performed approximately four years after the implantation of a total hip arthroplasty due to stem loosening. The available x-ray image clearly demonstrates radiolucent lines, particularly evident around the proximal stem, which are suggestive of aseptic loosening. Aseptic loosening is a well-documented complication in the literature, often arising from multifactorial or unclear etiologies. In this case as well, the precise cause of the failure remains difficult to determine based on the available information. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 years and 4 months from the primary, the patient had reported pain and felt a clicking sound when moving. X-rays had shown proximal stem loosening. The surgeon revised the stem, head and liner and completed the surgery successfully.